Event description:
It was reported that the patient experienced three infusion set fell off events during use on (B)(6) 2026. The infusion sets had been in use for less than three hours. The patient replaced the infusion sets, following which insulin delivery was successfully resumed.

Manufacturer narrative:
Initial 2 of 3 based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.